Manufacturer narrative:
Additional information: x-ray analysis: on segment scoliosis correction with fixed angle screw and rod connectors¿ shows one of the bottom connectors detached from rod and the set screw loose in soft tissues. The rod is intact. Noted in the event description is the possibility that the set screw was not appropriately tightened. Fusion status is also unknown. Both of these may be contributing factors to hardware failure. Root cause surgical technique.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8292035, 510k # (B)(4) was cleared in the united states. Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior spinal fixation at levels thoracic(level unknown) to l5 to treat scoliosis due to marfan syndrome. He was (B)(6) at that moment. He had atopy as a comorbidity. On (B)(6) 2014, x-ray revealed migration of implant. Revision was not done at that time. On an unknown date, the patient developed infection and sepsis. Removal of the implant was performed. The patient is being hospitalized. Surgeon commented that he might have tightened the set screw of the migrated implant a bit loose that might have contributed to the migration. It was additionally reported that the patient developed allergy -like symptoms about 1 week after the initial surgery. Debridement was performed on an unknown date. The surgeon commented it might be caused by his atopy. A plug that wasn't confirmed on image was found after opening the wound. The surgeon commented the event occurred as he didn't tighten it well.